Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient had symptoms of movement and they could not speak. It was unknown if the patient had a 50 percent or greater symptom reduction. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient was currently in the hospital. The patient wanted to be reprogrammed. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.